Manufacturer narrative:
Additional information has been received which was not included with the initial report. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip. No data was available due to the insulin pump being received without a battery installed.

Event description:
It was reported that the customer passed away at home. The cause of death was undetermined at this time. The customer was not feeling well the thursday prior to passing. The customer was wearing the insulin pump at the time of death. The device information was not verified because the caller did not have the device with them. The device information used in this report is the last known insulin pump in the customer's possession. The caller stated that they would like to hold on to the insulin pump for now. The customer's blood glucose at the time of death was unknown and the last known blood glucose was not verified since the caller did not have the device at hand at the time of the phone call. At this time, no further information is available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.